Event description:
A hospital in (B)(6) reported that a small hole was found on the dryline of three rt340 adult breathing circuits. These were found before patient use.

Manufacturer narrative:
(B)(4). Method: only the dryline tubes of two of the three complaint rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare for evaluation. They were visually inspected for the reported damage. Results: the visual inspection identified a hole approximately 10cm from the connector on both the returned dryline tubes. A lot check revealed three other similar complaint for the lot number provided. Conclusion: it was identified that the damage to the rt340 drylines could have been caused during the manufacturing process. However, during the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; (B)(4).